Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 44510". No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and tested for any signs of function and pressure failure. The customer's reported problem was not verified. No alarming error code "44510" displayed when powering up and infusing the customer's pump. Error code "44510" was found recorded in the pump's event log. Based on the event history log, service replaced the pump micro processor board as a preventive measure. The root cause of the issue is unknown.